Manufacturer narrative:
Device evaluation: 1 unit of lot of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 23 march 2026. Observations from the lab evaluation were as follows; needle and sheath observed to be broken approx. 4.5cm below the sheath extender mlla. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A potential root cause may be related to a flexed or twisted position of the device within the scope, or the device being held at an angle during the procedure. Such positioning could have lead to the proximal needle and sheath breakage. Another possible root cause could be due to the device being over torqued leading to the needle breaking below the sheath extender as observed during the lab evaluation. It is also possible that during the device set up or on connecting to the endoscope the needle became damaged and may have fractured. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Event description:
When the needle was about to be used on the patient, the handle was found to brokered.